Event description:
Complainant alleged that while the medics were monitoring a pt (age and gender unknown), the device intermittently displayed an "ECG lead off" message with a dotted baseline. In addition, the device displayed a "poor pad contact" message. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.